Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced an intraoperative left lung injury partial collapse that was seen on an echocardiogram. The patient also experienced worsening thrombocytopenia and delirium that required haldol and seroquel. A chest x-ray revealed bilateral pleural effusions. A respiratory culture on (B)(6) 2020 was positive for klebsiella aeroge. In the setting on increased white blood cells and chest x-ray that revealed increased left mid lung field dense airspace opacity, the patient was started on the antibiotic zosyn. Additionally, increased liver function tests were reported. The patient was positive for deep vein thrombosis (dvt) with nonocclusive thrombus within the mid right internal jugular vein. The patient's right arm was swollen and painful. An ultrasound of the right upper extremity did not rule out dvt. The patient also experienced hyponatremia and an abnormally high white blood cell count without any sign of infection. Infection workup was negative and the patient was taken off antibiotics. The patient was also experiencing downtrending hemoglobin and hematocrit levels without overt signs of bleeding.

Event description:
It was reported that the patient was started on ciproflaxin (cipro) on (B)(6) 2020 for lifetime suppressive treatment of previously reported infection. It was previously reported that the patient was suspected to be experiencing bleeding, this was treated with transfusions on (B)(6) 2020 labs did not confirm the bleeding.

Event description:
Additional information was received that the sternum did not heal. Anterior mediastinitis pathology/ indication/ findings revealed that anterior mediastinum had some purulent material. Mediastinal wound infection was suspected but there was no growth on culture. Surgical washout with bilateral pectoralis flap was performed and oral ciprofloxacin was started on (B)(6) 2020 for lifetime suppressive therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: a specific cause for the reported events and patient condition, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient had an intraoperative lung injury on (B)(6) 2020, when an echo revealed a partially collapsed lung. Liver functional tests were noted to be elevated. The patient was also experiencing worsening thrombocytopenia and delirium which required haldol and seroquel. Chest x-rays revealed the patient had bilateral pleural effusions and increased left mid lung dense airspace opacity. The patient also had an increased white blood cell count and was started on zosyn due to klebsiella aeroge positive respiratory and urine cultures. It was also reported that the patient had worsening leukocytosis. There were concerns for pneumonia shown by cultures and left sided opacification on chest x-rays. Chest x-ray on (B)(6) 2020 revealed a small right apical pneumothorax. Also, the patient was positive for deep venous thrombosis on (B)(6) 2020, after a nonocclusive thrombus was found via ultrasound imaging of the mid right internal jugular vein. The patient reportedly had a swollen/painful arm. The patient had hyponatremia, as labs showed sodium levels were decreasing from baseline from (B)(6) 2020. Additionally, the patient¿s hematocrit and hemoglobin labs showed a down trending without overt signs of outflow graft bleeding. Reportedly, the patient had cardiac arrhythmias on (B)(6) 2020 overnight, which returned to normal in the morning. Per additional information from the vad coordinator, the patient had a carotid ultrasound on (B)(6) 2020, prior to implant, which showed that the right internal jugular was completely thrombosed and the left internal jugular with a non-obstructive thrombus. The patient had no history of deep vein thrombosis. The pump speed was set at 5500 rpm due to small left ventricle end-diastole diameter (lvedd) of 3.5. The patient had good end-organ function and was discharged home on (B)(6) 2020. They will continue vad support as destination therapy. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020 under order 8021173343. The heartmate 3 lvas instructions for use rev. C, is currently available. Section 1 of this document lists peripheral thromboembolism, bleeding, neurological dysfunction, infection and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also experienced cardiac arrhythmia with junctional rhythm which occluded to normal and was back to sinus on (B)(6) 2020. The patient was discharged on (B)(6) 2020.